Manufacturer narrative:
An additional lot number was reported (lot # m005328). However, the cause of the event is not due to the cartridge. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted.